Event description:
It was reported to philips that the generator is busy starting up and a no x-ray possible error is appearing. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the generator showing an error message ''generator is busy starting up, no x-ray is possible". Review of the log file showed point calibration failed, tube voltage out of range errors. The fse further investigated and found that the point range voltage was not indicating and the hivo high voltage transformer was faulty. The fse replaced hivo high voltage transformer along with the power inverter. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.